Event description:
It was reported that the patient experienced a mild stress leakage. A procedure was performed where the physician increased the volume of saline in the prb by 3ml. The patient outcome was reported to be no issues. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient was experiencing the leakage immediately after activation of device (B)(6) 2018. The patient outcome was reported to be improved and satisfied.